Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction ¿error code b30 occurred¿ was not confirmed and reproduction of the phenomenon ¿noise occurred in the image¿ was not confirmed. Based on the results of the investigation and the information provided, it could not determine the root cause of the events "error code b30 occurred" and "noise occurred in the image", and it could not presumed the cause from the obtained information. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had a b30 scope communication error. The issue occurred during preparation for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.